Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: h10.

Manufacturer narrative:
D4 UDI and g5 are unknown. No product information has been provided to date. One unit for part number unknown; returned sample was received in decontaminated condition without original packaging. Picture one: complainant returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to the procedure. Visual inspection found no damage, kinks, or other discrepancies. Picture four : the sample was set for accuracy testing using a pump and a balance mettler toledo to look for unusual function. Test successfully passed; thus, the failure mode is not confirmed. Picture three: sample passed the accuracy test; thus, the reported failure mode was not confirmed, sample 1 average delivery error plus minus 7%. 4.031 pass(p) / fail (f) pass. The root cause of the reported issue could not be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions are required since the complaint was not confirmed.

Event description:
It was reported that at a home visit for tubing change and dressing change on (B)(6) 2021 at 1230 hour, the pump program was reviewed and verified correct, however 200 milliliter ml fluid remained in the intravenous IV bag after all doses infused. Client stated a similar amount was left in bag in past few days since last tubing change. No patient injury was reported.